Event description:
It was reported after six days of receiving the unit the patient felt a burning sensation. The patient went to see the doctor and the cast was removed. It was reported there were blisters all over the area. Patient discontinued use of the device. No further details were provided.

Manufacturer narrative:
The device has not returned for investigation but has been requested to be returned. A review of the the DHR was performed - all 60 units from the work order passed final inspection. Should the device return for investigation, failure analysis will be performed at that time.

Manufacturer narrative:
The device returned for investigation. As received, device was able to power on and charge and pass post. Device completed 3 hours of treatment heating test. No damage noted to the system. System operated as designed. A review of the the DHR was performed - all 60 units from the work order passed final inspection. Orthofix continues to monitor reported incident under trend analysis.

Event description:
It was reported after six days of receiving the unit the patient felt a burning sensation. The patient went to see the doctor and the cast was removed. It was reported there were blisters all over the area. Patient discontinued use of the device. No further details were provided.